Event description:
It was reported that, approximately two weeks post implant, the right atrial (ra) lead exhibited under-sensing on electrogram (egm) at device classified termination of events, arrhythmia appears to continue. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.